Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this event will be updated.

Event description:
Boston scientific received information that a red alert was issued due to low shocking impedance measurements. No adverse patient effects were noted.